Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from december 12, 2022 to december 14, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication to the patient. The expected therapy time was 48 hours; however, after the therapy time was completed, it was observed that approximately half of the medication dose remained within the device and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.